Event description:
Initial facility medwatch #10330000020050012; pt identifier kg (per facility contained incorrect info) and amended medwatch received from the facility 9/26/2005 attached.

Event description:
It was reported that during an ivus/ptca/ stenting procedure, the distal portions of the pt2 moderate support 185 cm guidewire seperated and was stented into the distal left anterior descending (lad) coronary artery. The pt was stable and symptomatic during the event. The lesion being treated was a calcified, 70% stenotic lesion in a tortuous mid lad coronary artery. The physician used a 6f introducer sheath for vascular access and a 6f cls 3.5 guide catheter to cross the lesion. Apparently, the pt2 guidewire was still in the tip of the ivus catheter, when approximately 15mm of the distal portion of the ivus catheter somehow seperated from the proximal shaft exit port. A snare and a filterwire were used in an attempt to remove the seperated segment, but both were unsuccessful. A 2.25 mm express2 stent was tracked over a second wire to the location where the ivus catheter remained in the distal lad. The stent was then deployed, pressing the ivus catheter tip against the vessel wall (with the pt2 still inside of it), in order to trap the fractured ivus tip against the vessel wall. A portion of the guidewire tip polymer fractured off distal to the stented area. No snaring was attempted. A 2.25 express2 stent was deployed to secure the tip against the vessel wall. The procedure was successfully completed. A follow up cath was performed the following day. It was reported that the pt died one week later at another facility and the cause of death is unk.